Event description:
It was reported that the relief pressure does not match. The event occurred during patient use. Patient harm and adverse events are unknown.

Manufacturer narrative:
B3: date of event is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Device evaluation: one device was returned for investigation. No abnormalities in the appearance of the product related to the reported event could be confirmed. Functional testing was performed. Reported event could not be duplicated or confirmed. Root cause could not be established as no problem was found. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.